Event description:
The pt received her scs system on (B)(6) 2010, including two anchors (with the same lot number) for migraines (off label use). It was reported the pt was feeling pain at the anchor sites and was requesting to have the scs system removed. F/u revealed the pt had an appointment scheduled to remove the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.